Event description:
The patient was admitted for a (pci) percutaneous coronary intervention of a heavily calcified (rca) right coronary artery. An ar2 medtronic guiding catheter and a bmw htf .014" guidewire were utilized during the procedure. The lesion was pre-dilated with maverick balloon, and after the dilation, a cypher stent was advanced to the lesion. The (sds) stent delivery system did not cross the lesion. The sds was being removed from the site, but the physician noted that the stent dislodged. The stent was removed with a snare device, and guidewire placement was not lost. There was no adverse event noted with the stent removal, and 2.5x13mm cypher was successfully deployed in the target site.